Manufacturer narrative:
A dimensional inspection confirmed that the device was manufactured to specification (previous revision). Root cause cannot be determined at this time. It is likely that the use of force over the life of the instrument resulted in material fatigue.

Event description:
It was reported that the tip of a depuy spine probe broke off in the pedicle tip. The problem resulted in a 45-min. Delay to the case. After drilling out the tip, the pedicle could not be used to place the screw. Surgeon placed the screw in the vertebral body. He was working a level above and below so he does not believe that the problem compromised the construct. As a significant delay occurred an MDR is being filed to document this event.